Event description:
A nurse reported that during surgery, the system keeps shutting down and will not stay in surgical mode. System was exchanged. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and found a system message. The host module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).